Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 300 cc saline breast implants which the right side deflated after implantation. The issue was confirmed by examination. As a result, patient underwent removal and replacement of the right implant with catalog number 3542645, lot number 7377337, and serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation five rents on the posterior aspect; rent a measuring approximately 0.5 cm, rent b, c, d and e measuring approximately 0.2 cm. Microscopic examination of the rents a and e edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. The complaint of deflation was confirmed since five rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rents a and e. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 04/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).